Event description:
It was reported, " at the case started, there was no blood vessel signal and sound we can hear from the thd doppler probe. We tried to turn to different points using the proctoscope and increase blood pressure but still not signal and sound". A new thd doppler probe was used and the treatment was completed successfully.

Manufacturer narrative:
The technical investigation is still ongoing. Additional info could be provided upon its completion.